Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report #2916596-2021-00186. It was reported that the patient had pump off alarms at home and was unable to restart the pump with the backup controller. A log file review was requested. Log file date range is (B)(6) 2020 at 12:31 to (B)(6) 2021 at 1:02. The file began capturing fault events on (B)(6) 2020. These continue to occur intermittently throughout the remainder of the log file. On (B)(6) 2021 and (B)(6) 2021 the file captured speed drops less than the low speed limit and pump stops while connected to battery power and power module. The file ends with the driveline disconnected. The file shows the patient was sleeping on battery power which is not recommended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed via the submitted log file. The system controller was not returned for analysis; however, a log file (a1071213) was submitted for review with events spanning approximately 17 days (B)(6) 2020 ¿ (B)(6) 2021 per time stamp). Driveline fault alarms were intermittently active starting on (B)(6) 2020 at 22:52:22 to (B)(6) 2021 at 00:58:31. The driveline fault alarms occurring during (B)(6) 2020 at 22:52:22 ¿ (B)(6) 2021 at 18:17:44, phase 2 was captured to be significantly higher than phases 1 and 3. The driveline fault alarms occurring between (B)(6) 2021 at 22:45:26 ¿ (B)(6) 2002 at 00:58:31, phase 1 was captured to be different than phases 2 and 3. The driveline was disconnected on (B)(6) 2021 at 01:02:33. Multiple good faith efforts were sent to retrieve additional information regarding what the serial number of the system controller is, the cause of the driveline faults and speed drops, why the driveline was disconnected, and if any equipment was exchanged and/or returning; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use (IFU) section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly change between power sources. Heartmate ii IFU section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault, no external power, and power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.